Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Per biomedical engineer he does not have any patient info. The biomedical engineer spoke with tech support and he tested the unit it passed the performance verification. The biomedical engineer verified that the error only occurred once in the log. The biomedical engineer tested the unit and could not duplicate reported problem. The biomedical engineer run the unit in the shop for 24 hours there was no further errors.